Event description:
It was reported that difficulty was encountered while advancing the iab over the spring wire guide. The iab was removed and a second iab was advanced over the spring wire guide with no difficulty. There were no pt complications.